Event description:
Customer reportedly obtained a result of 80 mg/dl and 40 mg/dl on the advantage system within 10 minutes. Customer was given glucose between results. Customer was subsequently treated with an IV by the paramedics/hospital for hypoglycemia. Requested return of suspect system and replacement was sent. Information suggests incident occurred in home.